Event description:
A peritoneal dialysis (pd) patient's wife reported during fill 2, the cycler alarmed for a drain complication. The patient was filling slowly. He was able to finish treatment. When she opened the cassette door, she found fluid had leaked onto the pump module when she removed the cassette. The set was discarded. During follow up, the patient reported that effluent was clear. He had contacted the pd nurse and no antibiotics had been prescribed. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.